Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high blood glucose all day. He started with 379 mg/dl and was 491 mg/dl at night. Customer treated with 10 units with insulin pen. Customer felt aggravation and was tired. It was stated that troubleshooting was performed the day before and did not want to waste more sets. He stated he is unsure if basal rates are accurate, they might be incorrect; customer was advised to contact his doctor. Customer stated the cannula is not occluded and site is not sore or irritated. Nothing further reported.